Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system the system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract procedure with intraocular lens (iol) implant, the phacoemulsification power and holding vacuum was not effective. The phaco tip was tightened, the phaco handpiece was exchanged and torsional strength increased, but the issue remained. The settings for longitudinal were increased to complete the case. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer reported that ¿desired effectivity (sic) could not be reached during the sculpt operation¿ while using the system. The system also displayed ¿blockage characteristics¿ and was unable to break down the nucleus despite reaching the set parameters. In quad mode, the vacuum was never effective despite increasing the torsional strength. The procedure was completed after the surgeon applied longitudinal power. There was no reported patient harm. With no additional, related information provided, the customer reported phaco power issues and aspiration issues were not able to be confirmed. The system was manufactured on september 27, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined. (B)(4).